Manufacturer narrative:
Continuation of d10: product ID: 8711, lot# j11289r29, implanted: (B)(6) 2002, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 18-jul-2004, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 03-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that catheter issues occurred.

Event description:
Additional information received from the patient indicated that "the way this has been handled is very bad". Per the patient, it took them several months to get them to check the catheter. All the time, the meds were going into their body somewhere. It was noted that, during all of this, the patient had two "ablasions" and had to have 4 feet of their colon removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.